Manufacturer narrative:
Remove (B)(4), add (B)(4).

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally entered a 6 unit bolus instead of the intended bolus for 0.6 units. The customer realized the error and disconnected the tubing from the infusion site. Blood glucose was 112 mg/dl. Tandem technical support educated the customer on the bolus feature of the pump to prevent further occurrence of the reported issue.